Event description:
Customer reported a malfunction on the pump while updating it on tandem source, which resulted in the pump not turning off. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump and eventually instructed them to use multiple daily injections (mdi) as a backup therapy. They also arranged for a replacement pump and advised the customer on shipping procedures to return the faulty unit.